Event description:
It was reported the system would not pass the self check at boot up. This resulted in a loss of imaging functionality as the system will not complete boot up when this occurs. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc board was evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.